Event description:
It was reported that during a colectomy procedure, on the third firing, the staples did not properly form. Case completed with another device of the same product code. There was no patient consequence.